Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to broken interface board. The pump had cracked reservoir tube lip, cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 72mg/dl. The customer stated that the pump alarmed battery error like before but it was not resolved by a battery change. The pump was completely shut off. Troubleshooting was not able to resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.